Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.50/2.5/077 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem.

Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial with clear surgical residue. Visual inspection found no visible damage to lens and residue on lens. Claim#: (B)(4).